Event description:
During a procedure on (B)(6) 2022 intended to add new leads to address a new pain area, it was noted that the patient's existing lead was fractured. Surgical intervention was undertaken to remove the lead, during which the lead continued to fracture, preventing the lead from be fully explanted (related manufacturer reference number:1627487-2022-06671).

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.